Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anaemia ("anemia"), depression ("depression"), anxiety ("anxiety") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, depression, anxiety and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain"), genital haemorrhage ("excessive bleeding") and menorrhagia ("menorrhagia") in a 46-year-old female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed? No". Concomitant products included acetylsalicylic acid (ecotrin), celecoxib, desvenlafaxine, doxepin and lovastatin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("anemia"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy bilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, anaemia, depression, anxiety and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, migraine, headache and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complain update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pain') and menorrhagia ('menorrhagia') in a 46-year-old female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed? No". Concomitant products included acetylsalicylic acid (ecotrin), celecoxib, desvenlafaxine, doxepin and lovastatin. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"), 8 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), abdominal pain ("abdominal pain"), anaemia ("anemia"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("severe cramping"), back pain ("back pain") and tooth loss ("lost of all my teeth"). The patient was treated with surgery (ablation/ novasure ablation and underwent a total laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, anaemia, depression, anxiety and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, migraine, headache and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth loss and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event "lost of all teeth" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain"), genital haemorrhage ("excessive bleeding") and menorrhagia ("menorrhagia") in a 46-year-old female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed? No." Concomitant products included acetylsalicylic acid (ecotrin), celecoxib, desvenlafaxine, doxepin and lovastatin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("anemia"), depression ("depression"), anxiety ("anxiety"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy bilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, anaemia, depression, anxiety and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, migraine, headache and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record: lot number, reporter information, patient information, product information, concomitant drugs, and events- abnormal bleeding (vaginal), menorrhagia, migraines, headaches, back pain, device monitoring procedure not performed? No were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.